Manufacturer narrative:
Removal of foreign body is not labeled. Device code: device breakage is not labeled. No product was returned to assist in this investigation. Quality control personnel verifies 100%, the integrity of this device throughout the mfg process and prior to further processing. The device is shipped with an IFU that warns "under no circumstances should a hook wire engaged in tissue be pulled out without surgical intervention." The IFU also cautions that "following placement of the hookwire, the portion protruding outside of the breast should be bent and taped to the skin to prevent inadvertent movement." The IFU also adds "the hook wire should be used as a guide for the surgeon, not a retractor." Without the complaint device, it will not be possible to make an informed judgement as to the cause of the separation. We will continue to monitor for similar complaints.

Event description:
Incident occurred on august 23rd. A 7cm wire was inserted for mammography wire localization in a female pt, prepared for surgery. The wire broke inside the pt after the procedure was completed. The tips were surgically removed and there were no side effects to the pt.